Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is not delivering any insulin. Caller stated that the customer has been in the hospital twice due to high blood glucose. Blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer high blood glucose was due to insulin pump issues and not getting supplies on time. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.